Manufacturer narrative:
Unique identifier (UDI)#: na. Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time. The event of swelling is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported 4 weeks after injection to the jaw with juvederm voluma pt developed swelling to one side of their jaw. Pt was treated with antibiotics.